Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture a decrease in pace impedance measurements were noted one day post implant. Chest pain was alleged and a small effusion was noted resulting in a right ventricular (rv) lead perforation. A lead revision took place and the perforation was confirmed on fluoroscopy. It took forty turns to deploy the helix of this lead to reposition the lead. The lead was placed in a more septal location with more acceptable values. The rv lead will be checked tomorrow. No additional adverse patient effects were reported. Additional information noted that this patient was checked and normal measurements were acceptable.